Event description:
It was reported that the patient, prior to an office visit on (B)(6) 2011, experienced a 50% increase in seizure rate since his vns system was implanted. Review of available programming history indicated that settings were not modified in that visit, and no known interventions were taken. The physician had no assessment on the relation of the increase in seizures to vns. Review of the available device data from this office visit showed that the impedance was within normal limits and that battery status was ok that day. Attempts for additional pertinent information have been unsuccessful to date.